Event description:
During the procedure, a sheath puncture occurred. A bend occurred in the introducer, causing a puncture in the sheath. When attempting to pass the wire down the sheath, it exited through the hole created. The physician was able to straighten the sheath to get the lead through and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath puncture remains unknown.